Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high capture threshold. During pocket revision, it was noted that the lead was dislodged. The lead was capped and replaced during a device change out procedure. The patient was in good condition.